Event description:
The following has been reported: not able to connect to their network.. A preliminary review of the device logs was not performed. The device was returned for evaluation. Upon return, the device was reset to factory settings. The provisioning process was performed. The unit was able to be connected to the ims server. Wi-fi connection was shown to be established at the investigation process. The pump information screen showed an active ip address. Operational applications were able to be performed. Performed a mock infusion with no errors. The device was returned to investigation after failing on the test line during dsps calibration. The device was opened for internal inspection. A small indentation was found on the fva flex cable. The cable was replaced during investigation. A small crack was found on the retaining plate. During evaluation, the (right/left/upper) loading pin assembly was found to have the spring positioned beyond the retaining c-clip. The affected loading pins shall be replaced as part of the repair process. The downstream pressure sensor was replaced during investigation to troubleshoot the failure. The dsps passed calibration after replacement. The retaining plate and the upper/lower loading pins will be replaced during the repair process. Reporting as a conservative measure due to the dsps issue identified during testing. No adverse effects were reported.